Manufacturer narrative:
Philips service provided a temporary wired pedal while a wireless pedal replacement was pending stock. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless pedal charging pins were broken, causing intermittent fluoroscopy control, on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.